Event description:
It was reported by repair work order that the ground path was compromised due to a missing ground pin on the power cord. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.